Event description:
Ventricular lead 1028-t was implanted (B)(6) 1992 with ddd pacemaker. Subsequently, she has had new pacemakers implanted due to battery depletion. On (B)(6) 1998 and (B)(6) 2003. Review of records revealed ventricular lead deteriorated as follows: impedances: (B)(6) 1998 = 630 ohms; (B)(6) 2001 = 55 ohms increased; (B)(6) 2004 = 1280 ohms. Capture trended also deteriorated: (B)(6) 2001 = 3.5 volts at 1.0 msec; (B)(6) 2004 = greater than 7.5 volts at 3 msec. Sensing remained stable greater than 10 mv. On (B)(6) 2004, ventricular lead 1028-t was capped off, new v. Lead implanted.